Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported the screen could be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: pump was returned with a dim display- letters have a red hue. Contrast button on the keypad operates intermittently, all others respond. No evidence of physical damage on keypad. Removed keypad- contamination found under all button contacts. Battery compartment cracked between pump case seal and bumper pad. Returned battery cap used for testing.